Event description:
It was reported that the device had unexpected longevity and reached elective replacement indicator in less than four years. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-52 implantable pacing lead: (B)(6) 2002. 419478 implantable pacing lead: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.